Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an initial positive architect total b-hcg result (exact value not provided) did not fit the clinical picture for a patient (sample ID (B)(6)). The sample retested negative at 1.5 miu/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. There may have been a possible sample integrity issue as stated in the complaint text. Based on the available information, no product deficiency was identified.

Event description:
The customer provided additional patient information on (B)(6) 2018. The initial positive architect total b-hcg result for sample ID (B)(6) was 1045.57 miu/ml. A new sample was drawn the following day and the result was <1.5 miu/ml. The physician suspected the initial result was falsely elevated because it did not match the clinical picture. Sample integrity (fibrin strands or a clot) is suspected as the likely cause of the falsely elevated result.